Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (listerine ultraclean access flosser replace heads can). Device is not distributed in the united states, but is similar to device marketed in the USA (listerine ultraclean access flosser replace heads mint USA 1254744019usa). (B)(4). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 01, 2014. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 8041101-2018-00020. The same patient is represented in each medwatch. If information is obtained that was not available for this initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer alleged that during flossing the floss stuck in teeth and that the flosser head fell out of the flosser handle and into his mouth. The consumer was able to take the flosser head out his mouth.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product was returned for investigation for flosser head detached during use. Upon visual evaluation, it was noted that returned flosser heads were received open/used. As per current procedure a field sample evaluation is not required, since returned field sample was classified as biological waste and are not inspected or tested. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate. Biohazard - device unable to evaluate.